Event description:
I have been using renu moisture loc contact lens solution by bausch & lomb. I awoke to find my left eyelid very painful, swollen, puffy and red, and my left eye was extremely irritated. The eye was red and was almost swollen shut. I immediately contacted my ophthalmologist. After examining the eye, I was given a prescription for erythromycin ophthalmic ointment and advised not to wear my contact lenses for at least seven days. I have since discarded all renu moisture loc solution in my possession, including all opened and sealed containers as well as unused solution. Since discontinuing use of renu moisture loc and temporarily discontinuing wearing my lenses, my left eye has returned to normal. I resumed wearing my contact lenses after 10 days and have had no further adverse events of this nature.